Event description:
Evacuated collection needles would leak during blood draw from pt creating add'l blood loss and possible employee exposure to bloodborne pathogens. Approx blood loss 1cc to 5cc of blood flowing from pt's arm to chair/bed or floor during procedure. Defective medical device not used. Item removed from use to prevent possible exposure to employees in dept. Purchasing dept will not reorder items and different item will be provided to lab dept techs.